Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, x-ray imaging revealed migration of the t7 lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted to address the issue.